Manufacturer narrative:
Testing and investigation found that the device door roller was broken. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The custom contact reported that the device door roller and door roller pin were broken. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.